Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the product the foley catheter had difficulty filling with water. The amount of water injected using the syringe was approximately 2 ml. Water could be injected without any problems during the pre-test. There was a kink at the tip of the catheter. However, when used on the patient afterward, water could not be injected. When inserting the catheter in or, urine flow was confirmed.